Event description:
Procedure: low anterior resection of rectosigmoid colon. According to the rptr: the pt went to the or for a low anterior resection of the rectosigmoid colon secondary to cancer. The distal part of the eea stapler was put in place to the proximal bowel and the purstring suture was tied over. The rectum was dilated with dilators using first three dilators, then eea stapler was advanced when we noticed that there were no staples in the rectum. Apparently, the stapler we used did not fire. No staples on the bowel.